Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The used company cartridge was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the surgeon noticed scratch marks on the iol for several weeks. They suspect the scratches were caused by cartridge.